Event description:
It was reported that the device broke. All pieces were retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device broke. All pieces were retrieved.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: broken. Probable root cause: design: loop material too weak. Loop size too small to facilitate ease of graft loading into loop. Process: use of incorrect materials during assembly. Loop splicing not performed to specification causing loop to be too small. Application: excessive manipulation/force. The reported failure mode will be monitored for future reoccurrence. H3 other text: 81.

Event description:
It was reported that the device broke. All pieces were retrieved.